Event description:
Analysis of the generator was completed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead was also completed. During the visual analysis of the returned 76mm portion the end of quadfilar coil 2 was found approximately 33mm from the end of the cut outer / inner silicone tubes. Determination could not be made as to whether the coil was broken or cut. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (torsional appearance) with mechanical damage, secondary break lines and no pitting. The condition of the quadfilar coil end suggests the fractures are a result of the explant procedure. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus and calcium. The condition of the returned lead portions is consistent with that which typically exists following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated complaints. Note that since a large portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013. The device was turned back on following surgery. The explanted devices were received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date. The return product form indicated the reason for replacement as lead discontinuity with lead impedance >10,000 ohms.

Event description:
A vns treating physician's office reported that high lead impedance was observed on a diagnostic test on (B)(6) 2013. There was no trauma that could have contributed to the event that the office was aware of. The patient had generator replacement in (B)(6) 2011. Patient is referred for generator and lead replacement. Generator is being replaced as well due to lead compatibility. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date. Lead impedance following generator replacement on (B)(6) /2011 was within normal limits on the system diagnostic tests performed.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the treating nurse. The high lead impedance was observed on a system diagnostic test on (B)(6) 2013. The patient was last evaluated on (B)(6) 2011, and diagnostics were reportedly within normal limits on that date. The nurse is not aware of any x-rays being taken. The patient's device is still programmed on. The patient has not experienced any adverse clinical symptoms. Although surgery is likely, it has not occurred to date.